Manufacturer narrative:
One probe sample was returned for evaluation for the report of the cutter not actuating during surgery. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample was visually inspected and was deemed conforming. Actuation testing was performed and deemed nonconforming. The cutter did not close in the port. Cut testing was performed and deemed conforming. The probe was disassembled and the components inspected. There is approximately 10 minutes of usage wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when removing the inner cutter from the needle. The inner cutter appears to have been slightly pinched. Wear marks are present at the bend area and down the front of the inner cutter. The actuation test was repeated on the disassembled probe and the actuation test was then found to be conforming the complaint evaluation does confirm that the probe did not actuate. The reason for the probe not actuating was due to the cutter remaining in the closed position, but the root cause for why the cutter becoming stuck in the closed position during its use cannot be determined from this evaluation. The mostly likely cause for the poor actuation is from a damaged inner cutting that impeded the movement of the cutter shaft. This interference is present as observed from the wear on the inner cutter bend area and along the cutter front edge. When the interference was removed during the disassembly of the probe, the actuation test was conforming when retested. An internal investigation has been opened to address reports of a similar nature. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that actuation of the probe occurred during an eye surgery. It is unknown if the probe was aspirating at the time of the event. The product was replaced and the procedure was completed without harm to the patient. A product sample was requested for evaluation.